Manufacturer narrative:
Product complaint: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) investigation summary it was reported that surgeon returned a broken dog bone that the springs were broken off of. They also told me they discarded two damaged 10mm shims and a 35 dome patella trial that were heavily scarred creating a sterility concern. There was also 2 dome patella squeezers and one anatomic patella squeezer that were not returned but surgeon said they looked like they had been scarred from a retractor or saw blade and were now posing a sterility concern. Nothing further to report. The event did not happen in surgery. The product was returned to depuy synthes for evaluation. Visual analysis of the returned device does not found signs of breakage at the attune spacer block. However, the sample has one spring missing and another one was slightly deformed. Although no broken condition was found, the reported allegation can be confirmed as the observed failure mode prevents the device to work as intended in the same manner. The observed condition of the device was consistent with use of excessive force in a prying motion while trialing. This improper technique could result in damage to the springs and ultimately causing the springs to fall apart. Properly handling and attention to the approved use of the device diminishes the risk for this type of failure. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the attune spacer block would have contributed to the complained issue. Based on the investigation findings, and it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: h3

Event description:
It was reported that surgeon returned a broken dog bone that the springs were broken off of. They also discarded two damaged 10mm shims and a 35 dome patella trial that were heavily scarred creating a sterility concern. There was also 2 dome patella squeezers and one anatomic patella squeezer that were not returned but surgeon said they looked like they had been scarred from a retractor or saw blade and were now posing a sterility concern. Nothing further to report. The event did not happen in surgery.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.